Event description:
Pt developed big hernia 4 months after mesh implantation.

Manufacturer narrative:
The device was not returned to atrium for eval, but the lot history record of this lot of mesh was examined and no deviations were noted. A definitive cause of the ascites in this case cannot be determined from the information provided; however, there are no reasons to suspect that the c-qur mesh device itself was the root cause of ascites formation in this case. The complaint did not make clear whether or not the implant was removed from the pt. There are a number of surgical and pt factors which could impact the clinical manifestation of ascites (fluid buildup in the abdomen), especially in complicated pts such as this. Ascites is a known complication of gastric cancer (stomach cancer) and has also been reported to occur after subtotal gastrectomy for treatment of gastric cancer (stomach cancer).